Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having difficulty deciding whether the device was working. The patient said they went to the doctor yesterday, but they did not make any adjustments because their devices were not charged. The patient stated they have not noticed any difference in their urination routine. They mentioned experiencing urgency to urinate, but only a small amount (10¿20 milliliters) comes out, whereas a full catheter yields 400¿500 milliliters. The patient mentioned that in the night they have been sleeping 7-8 hours straight but they are not sure if that could be consider an improvement. The patient mentioned that they were not sure what could be consider their baseline symptoms, with trial they were able to evacuate once completely without using the catether but they haven't been able to do it since then. The agent walked the patient through changing programs and increasing the stimulation. The patient will maintain the current stimulation level and continue to track symptoms. Stimulation was confirmed in the bicycle seat area and was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.